Manufacturer narrative:
.

Event description:
Customer reported that metal on the roller coaster can affect the insulin pump. Customer also states that during bolus, the insulin pump screen started scrolling and there were issues with the keypad. The blood glucose reading is 175 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube. The numbers does not ramp up on its own or scroll bar moving with no input.